Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2020-00265. It was reported the patient has been receiving inadequate therapy. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.